Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 16707331/17242143, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 16667024/17490441, model/catalog description: splitter 2 x 8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg, leads and splitters were non functional. The patient underwent a full system replacement procedure. The patient was doing well postoperatively.